Manufacturer narrative:
Irn# (B)(4). This incident took place in UK. The device subject to the claim has been requested for analysis. Investigations are ongoing. Final evaluation is being transmitted in final report.

Event description:
Irn# (B)(4). This incident took place in UK. During a tricky epidural for a patient with a bmi of 62 - five attempts at 2 different interspinous spaces with the same needle. The epidural needle became deatched from the hub and the needle remained inside the patient. The clinician managed to retrieve the needle and the patient is safe and well.